Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported the ventilator shut down during a case. There was no injury to the patient.

Event description:
Please refer to the initial report.

Manufacturer narrative:
The affected evita xl was analyzed in the repair shop in (B)(6). The root cause for the described issue was an overheated transistor within the power supply, which was delivered before 2005. In case the power supply fails, the user would be alerted to this condition by an audible power failure alarm from a buzzer driven by an independent power source. During power failure an emergency-breathing valve would open allowing spontaneous breathing. Manual ventilation with an alternate device may be considered necessary. The evita xl is manufactured according to the requirements of the underwriters laboratories, the possibility of fire hazard is accordingly minimized. The device behaved according to specification for the failure of the power supply and alarmed acoustically. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.